Event description:
It was reported that this pacemaker system exhibited high impedances out of range in this right atrial (ra) lead. This ra lead remains in service. No adverse patient effects were reported.